Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she inserted a tampon that had a string sealed into the individual wrapper therefore the tampon did not have the string on it for removal. She was able to manually remove the tampon and did not seek medical assistance. She found three more tampons in the box with the same issue and did not use these tampons.